Event description:
A pixel issue on the pump display was reported by the caller, affecting the customer's ability to interact with the pump and read its screen. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed by technical support to use multiple daily injections (mdi) as a backup therapy, and a replacement pump was arranged to be shipped. The caller was also instructed on how to put the pump into storage mode and return the problematic pump using a pre-paid label within 10 days.